Event description:
Pt was placed on ventilator and ventilator circuit burned and create holes. Assume, it's a circuit from bad batch. I do not have item number of the product. Pt was transferred from or after hip surgery and ventilator initiated in sicu room 6. After 10 minutes, pt was not getting any vt on ventilator. I inspect ventilator thoroughly and found ventilator circuit has holes ventilator got pulled and replaced with new ventilator, pt is stabilized. No injury or harm to the patient.